Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (short aortic neck). Eval, conclusions: device failure/lack of effectiveness related to pt condition (short aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as mild calcification and moderate tortuosity in the iliac limbs. The aortic neck was short, 1 cm in length. The bifurcated stent graft was implanted and there was a proximal type I endoleak. The physician elected to implant an aortic cuff however the endoleak did not resolved. (MFR report# 2953200-2011-00997) the physician will monitor the pt. No additional clinical sequelae were reported, and the pt is fine.